Manufacturer narrative:
The device was received for evaluation connected to a drug vial and a baxter viaflo bag. Visual inspection revealed that drug solution was leaking at the vialmate/vial junction. The vialmate was disassembled from the drug vial. Visual inspection on the drug vial revealed the presence of dents on the foil cap. After coupling the vialmate with a new drug vial free of dents, functional leak testing and underwater pressure testing were performed with no issues or leaks noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate was leaking during testing. It was connected to a bag containing test stock. There was no patient involvement. No additional information is available.